Manufacturer narrative:
Labeling: this type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt's flange fixture with abutment was loose. The baha sound processor had not been fit yet. In 2008, the surgeon removed the loose primary fixture and placed a new abutment on the sleeper implant while the pt was under general anesthesia. The surgeon noted that primary fixture did not osseointegrate, however, the sleeper fixture "appeared" to be immobile. The pt is scheduled for the sound processor fitting.